Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the product was supposed to be used during a lobectomy, but the problem had been detected before the surgery. The jaws of the device did not open completely. There was no patient involvement.